Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding an infusion pump system being used to deliver morphine 50 mg/ml (milligrams per milliliter) at 2.4 mg per day for non-malignant pain and failed back surgery syndrome. On an unknown date, the patient was not receiving pain relief. The system was replaced on (B)(6) 2016. It was noted that the entire catheter was attempted to be pulled out, but it easily broke along the tunneled, flank track. It was not able to be determined what led to the event and it was not known what diagnostics/troubleshooting was performed. The issue was resolved at the time of the report. Additional information was requested regarding the event date, what troubleshooting/diagnostics were performed and if a root cause was determined for the lack of therapy or the catheter breaking. A supplemental report will be submitted if additional information is obtained.